Event description:
Hosp staff responded to a cardiac arrest. During the first charge sequence the display reportedly went blank. A back up device was obtained and used to continue therapy, the pt was not resuscitated.